Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was not received. The distal end of the cannula was cracked and broken. The envelope seal and circular seal appeared intact. The insufflation port appeared intact. The radially expandable sleeve was also broken. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken spring grip may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when inserting the laparoscopic stapler down the cannula, the trocar/cannula cracked. In order to resolve the issue, the trocar was removed and placed another device in its place. No patient injury.